Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th june 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-1923bc, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, the 1st implant pulled out after implanting. The surgeon chose another site, drilled and implanted the 2nd implant however halfway through, the implant was visibly cracking. This was detected during a bankart procedure on (B)(6) 2026. The procedure was completed successfully by substituting it with peek pushlock implants. There was no patient harm.